Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t2-us is available in the USA with a 510k number k192245. We checked the returned unit and confirmed that the objective glue missing. Based on the result, we concluded that it was caused due to the physical damage applied on the objective glue. In addition, we confirmed that the lcb distal cover glass broken, the operation channel buckled, the root brace rubber cut, and the remote control buttons cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we can not deny the possibility of the glue falls. Therefore, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Distal body damage.